Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the electrode belt receptacle was pulled form the monitor case damaging the guide pins and severed the wire at pin 2. The cause of the service code 204 is a disruption in communication is the damaged wire. The cause for the damaged wire is the pulled belt receptacle. The root cause of the pulled belt receptacle cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.